Manufacturer narrative:
All operating currents are within specification. The insulin pump passed self test. No battery out limit alarm noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched liquid crystal display window, scratched reservoir tube window, cracked reservoir tube, cracked reservoir tube window and stained end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump's battery life was about one week. Customer also reported that she had been experiencing high blood glucose levels. Customer also reported receiving a battery out limit the week prior to the call. Blood glucose level was 250 mg/dl at the time of the call. No further information was provided.